Event description:
Additional information reported that the patient had severe abdominal pain and hypotension. This was treated with narcotics for pain control, vancomycin for an antibiotic, and fluids for hypotension. The patient passed away on (B)(6) 2021 when supportive care was held. The ischemic colitis was thought to be related to an event 3 weeks prior when patient's vad was off for 12+ hours at home and patient had restarted on his own. There may have been an emboli to the bowel during this event. The patient also had an extensive history of ventricular tachycardia over the past 10 years. Pump thrombosis was not confirmed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events, as well as the patient's outcome, could not be conclusively established at this time. The reported elevated flows and suspected thrombus could not be confirmed through this evaluation. The submitted log file contained data from on (B)(6) 2021 from 05:11:02 until 09:28:25. Of note, throughout the log file (B)(4) pi events were detected. No other notable events were captured, the pump appeared to be functioning as intended. The submitted log file contained data from on (B)(6) 2021 at 05:25:42 until on (B)(6) 2021 at 12:41:02. There were four low battery advisories, on (B)(6) 2021 at 08:55:40 and 08:59:38, and on (B)(6) 2021 at 11:35:17 and 11:41:26. Of note, throughout the log file (B)(4) pi events were detected. No other notable events were captured, the pump appeared to be functioning as intended. It also was reported that no product will be returned. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU) is currently available. Section 1, ("introduction") lists potential adverse events that may be associated with the use of the hm3 lvas, including death, hemolysis, and device thrombosis. The hmii lvas IFU contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Additionally, section 6, (¿patient care and management¿), of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines the indications of thrombus and how to respond to such events, as well as the recommended anticoagulation therapy and international normalized ratio (inr) range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
The patient was admitted with hemodynamically stable ventricular tachycardia and elevated ldh (lactate dehydrogenase), and fluid overload. Diuretics were increased. Patient had negative malfunction ramp echo (echocardiogram). Log file review showed multiple pulsatility index (pi) events throughout the log. On (B)(6) 2021 it was requested that the log files be read for concern of pump thrombosis as the patient had elevated flows with ischemic colitis. The log file review showed 224 pi events occurring from (B)(6) 2021 at 12:41.